Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03112; 03113; 03114; 03115; 03116; and 03117.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2000 and (B)(6) 2008 and subsequently expired on (B)(6) 2010 after the use of the product.